Event description:
It was reported that the patient's skin over the generator was thin and starting to turn grey. The surgeon indicated that the skin was wearing away; therefore, the generator was repositioned. No other relevant information has been received to date.